Manufacturer narrative:
A review of the device history record (DHR) was performed on the lot and no issues or discrepancies were found. No similar complaints were found in the lot. Inspection of the returned catheter revealed the distal sheath imaging window assembly was broken off and approximately 26.5cm was missing at the lap joint. Visual inspection observed fluid inside the telescope assembly. No fluid was found inside the hub and no kink was observed in the sheath assembly. Image characterization testing revealed that no image appeared in the system due to electrical open at distal, which is not related to the tip detachment. The device labeling and directions for use (dfu) contains these warnings: never advance or withdraw the imaging catheter without fluoroscopic visualization because it may cause vessel injury or patient complications. Do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. A catheter that is forcibly advanced may cause catheter damage resulting in vessel injury or patient complications. If resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. A catheter that is forcibly removed may cause vessel injury or patient complications. When advancing the catheter through a stented vessel, catheters that do not completely encapsulate the guidewire may engage the stent between the junction of the catheter and guidewire, resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. When readvancing a guidewire after deployment of stent(s), at no time should a catheter be advanced across a guidewire that may be passing between one or more stent struts. A guidewire may exit between one or more stent struts when recrossing stent(s). Subsequent advancement of the catheter could cause entanglement between the catheter and the stent(s), resulting in entrapment of catheter/guidewire, catheter tip separation and/or stent dislocation. Use caution when removing the catheter from a stented vessel. "Inadequately apposed stents, overlapping stents, and/or small stented vessels with distal angulation may lead to entrapment of the catheter with the stent upon retraction. When retracting the catheter, ensure that the short rail distal tip is parallel to the guidewire. Separation or bending of the guidewire may result in kinking of the guidewire, damage to the catheter distal tip, and/or vessel injury. The looped guidewire or damaged tip may catch on the stent strut resulting in entrapment." The review of the device labeling could not determine if the catheter was used against the labeling and/or directions for use as details on how/when the detachment occurred could not be obtained. The risk of tip detachment is included within the labeling of the product. A root cause of undeterminable was assigned based on the observed damage.

Event description:
Visual analysis of the returned device, an intravuscular ultrasound (ivus) imaging catheter, found the distal tip imaging window assembly (25.5 cm) was detached and had not returned with the device. The capacity in which ivus was used in this case is unknown. In addition, follow-up attempts have been unsuccessful in obtaining any additional details around how and when the tip was separated from the catheter and if the device was ever used inside the patient. The patient's condition was stated as 'fine'.

Event description:
Visual analysis of the returned device, an intravascular ultrasound (ivus) imaging catheter, found the distal tip imaging window assembly (25.5 cm) was detached and had not returned with the device. The capacity in which ivus was used in this case is unknown. In addition, follow-up attempts have been unsuccessful in obtaining any additional details around how and when the tip was separated from the catheter and if the device was ever used inside the patient. The patient's condition was stated as ''fine.''